Manufacturer narrative:
The device did not return as it was discarded at the hospital. The lot number was not provided; therefore, a review of device history records cannot be performed. Photographs were not provided; therefore, the complaint cannot be confirmed. The root cause could not be determined. If any additional information is provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a tap broke during a spinal surgery procedure. All pieces were retrieved from the patient. There was no report of patient symptoms or complications as a result.